Manufacturer narrative:
The sample device was returned and evaluated. The PICC line was found to be broken approximately 2- 3 mm from the securement disc. Based on the inspection of the breakage site, the most probable cause of the break may be due to patient activity or movement, or excessive tensile/pulling force used during use.

Event description:
24hr f/u PICC x-ray done at 2211. After reviewing, nnp placed order to pull PICC back 8cm to non-central mid-humerus location. Infant was swaddled, given comfort measures, and PICC was pulled out 8cm in sterile fashion. X-ray repeated to verify placement. Nnp reviewed and approved use. Infant tolerated procedure well. (B)(6), rn called to bedside by charge nurse who reported that infant's PICC line was found to be broken beyond the disc at the start of the catheter. There was no leaking of IV fluid noted around the site. The remaining catheter was easily removed from the baby's arm and the entire catheter length was counted as removed. (B)(6), rn.